Manufacturer narrative:
Other applicable component are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 97792, lot# n663538, implanted: (B)(6) 2017, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturing representative regarding a patient who was implanted with a neurostimulator. It was reported that the patients device was explanted due to an infection. There was redness, swelling around the pocket, fever and chills due to the infection. The patient had started to experience discomfort at the pocket site and they woke up the next day febrile and with chills. No further complications were reported as a result of this event.